Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported a right side deflation. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease flat, brown particles in the shell and fill channel. Leak test and microscopic analysis was performed which identified the unit does not leak. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is no were observed openings on the device or issues related with the complaint.

Event description:
Patient reported a right side deflation. Device remains implanted.